Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was not return ed for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve calcification was confirmed based on medical record. Review of DHR did not indicate any manufacturing non-conformances contributed to the reported event. A review of the IFU revealed no deficiencies. An existing edwards' technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, the patient has a history of diabetes, which is well-known risk factor for developing bioprosthetic valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (diabetes ) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11055.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm s3u valve, implanted in the aortic position for 3 years and 10 days, underwent a valve in valve procedure due to regurgitation. During the procedure, a 26mm s3ur was deployed at nominal volume in a preexisting 26mm s3u and the balloon ruptured when the valve was partially inflated. The patient had a moderate degree of calcification. The valve was post dilated with a 25mm true balloon for full expansion. The valve stayed slightly above the top of the existing 26mm s3 valve frame. There were no other issues. The patient was stable when leaving the room.